Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter foot had detached. Reportedly, the filter was removed using a snare and upon inspection it was identified that a foot was missing. The physician was unable to locate the detached foot. There was no report of injury to the asymptomatic patient. The filter had an indwell time of 325 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned, the evaluation is currently underway.